Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault alarm in the morning between 06:45 am and 07:45am. The patient received a new primary controller, which was to have a low flow software adjustment.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed by review of the submitted log files. The event log file contained approximately ~3 hours of data on (B)(6) 2024 (7:43:49 to 10:35:36 per timestamp). Throughout the event data, a driveline power fault alarm was observed to be active. The reason for the alarm¿s activation could not be conclusively determined, as its initial activation had been overwritten by newer information in the event log file. Based on the available periodic data, the alarm appeared to have first activated sometime between 6:45:08 and 7:43:49 on (B)(6) 2024. The driveline power fault did not impact the controller¿s ability to operate the pump, as it maintained a speed within the expected range throughout the captured data. Provided information indicated that the alarm resolved with the exchange of both the system controller and modular cable. The heartmate 3 system controller (serial number: (B)(6) was not returned to abbott for analysis. The root cause of the driveline power fault alarm could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller and modular cable were exchanged, and the alarms resolved.